Event description:
Complainant alleges that while trying "a last ditch effort to resuscitate" a 41-ur-old male pt suffering from massive trauma, the staff charged the device to 360 joules (pt on multi-function cable with pads), and the devicedid not discharge. The staff disconnected the cable and reconnected the device to pt and recharged to 360 joules, and the device discharged. The malfunction was intermittent, and hosp was unable to duplicate the problem. The monitor did not display any messages.